Event description:
It was reported to target that during a procedure with a spinnaker 1.5f catheter, contrast was not visible distally as the physician injected it. He removed the catheter and while flushing it, the pysician noticed a leak at the transition between the intermediate and distal sections. The catheter was discarded. The condition of the patient was reported as "good", after the procedure.